Event description:
A hydra jagwire was used for a therapeutic ercp with stent placement. During the procedure, while passing the guidewire through the stent, the tungsten coating peeled off of the wire. The procedure was completed using another device.